Event description:
The customer reported the defibrillator is not getting a charge led. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated at philips and the failure was verified. The control pca and the power pca were replaced to resolve the issue. The device was returned to the customer site. We cannot determine the cause of the failure as multiple parts were replaced.